Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a failure of an integrated circuit (ic) chip, designator u5 on the power pcb assembly.